Event description:
Leaving the tampon inside - vagina [foreign body in reproductive tract]. 1.5 inches of string came apart from the tampon [device breakage]. Went to remove tampon, string came apart [complication of device removal]. Case narrative: consumer reported via e-mail that the string came apart during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.